Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that, during preparation for use, the tracheal intubation fiberscope had a bent tube wire and could not be angulated. Upon inspection and testing of the returned device it was noted that the indication on connecting tube had a missing area. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation and the disappeared area were confirmed. The bending section could not be bent in the down direction due to a cut on the angle wire. Water tightness was lost due a pinhole in the bending section rubber and a crack on the control unit. The bending section rubber had a scratch and the adhesive had a chip. The instrument channel tube was crushed and the tube cleaning brush could not be inserted. The bending tube was damaged and the eyepiece was deformed. The plate was also deformed and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.